Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarm was confirmed and reproduced while attempting to load a set. This condition was determined to have been caused by loose link screws. The link screws were replaced.

Event description:
It was reported a spectrum pump had door not fully latched messages. Any pt involvement, injury or medical intervention is unk.